Event description:
The customer reported a collimator iris pot error message is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the high voltage cable. System operates as intended. (B) (4).